Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke when it was being used correctly. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was checked with no abnormalities. The instrument blade was broken. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of broken blade at roughly 0.12¿ from the base to be related to the customer reported complaint. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the failure was typically attributed to the mishandling or misuse.